Event description:
User facility reported that when the clinician removed the semi-permeable dressing from the patient, the device needle withdrew with the membrane and stuck the clinician. The clinician received treatment consistent with the hospital's internal protocol for needle-stick injuries. No adverse effects to patient or user reported.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the evaluation results.